Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One open box with four unopened samples were received for analysis. Product code sxpp1b456. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. In addition, ten (10) barbs were measured, and all barbs met with the requirements. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cath lab procedure in 2025 and barbed suture was used. During the procedure, it was reported to the rep that during three unknown cath lab procedures along the strand but not at or near the needle. Another like device was used to continue with the procedures. There were no adverse consequences for the patients. Four sterile samples returning. Detached from the suture and her hand swung towards her face (the needle did not touch her face). In order to complete the uterus closure ,she used a vicryl suture and completed the uterus closure successfully that two needles popped off after passing through the skin and one suture broke somewhere. No adverse patient consequences were reported. Additional information was requested.